Event description:
The patient was given 8 units of insulin from her omnipod 5 pump via the app on her samsung galaxy s22 phone. When this occurred she was not using the phone or on the app, she was 15-20 feet away in a different room from her phone. The event happened at 9:46pm she had not touched her phone since about 9:16pm. At the time her blood sugar was 180, according to her treatment plan she does not receive insulin unless it is over 200 at that time of night as she has a history of overnight critical lows. Her treatment plan is for 1unit of insulin to lower her blood sugar by 50 points, so 8 units should lower it 400points. 180-400 is well below negative. If this happened when she was asleep and we were not alerted it could have resulted in death. We immediately removed the pump and treated the bolus with glucose. Her insulin:carb ratio is 1:7 so to counteract the 8 units we gave about 57 grams of carbohydrate. We stayed up until the app showed that there was no longer any insulin on board to monitor for highs or lows. We contacted her doctor and then omnipod. Omnipod (insulet), put us through the unexpected bolus escalations. This process took a few days. Because I believe there is a person who has ill intentions for her who is also a hacker, friends have been warning us that her pump could be hacked, I voiced this concern to the escalation team. They recommended going to the remote pdm and not using a cell phone. They walked us through the process of submitting the data, so that they could do a keystroke investigation, however even though they confirmed they had the data they now say it was never received. Since we deleted the app they cannot investigate. They also said that it could not have been a malfunction because a number was put into the app and only a human could do that. I am aware of peer-reviewed literature proving that these devices can and have been hacked. Unfortunately only 3 weeks later her dexcom began malfunctioning. She has used both the pump and dexcom for about 5 years and neither has ever malfunctioned in a life threatening way. She is so fearful of what happened that she has discontinued the pump altogether. This needs to be investigated because every pump user is potentially vulnerable to this happening to them also. I will attach screen shots of the event. I have kept the pod that delivered the bolus. I will proceed to make a report about the dexcom next of which I have more data. It seems it can't be a coincidence that both devices malfunctioned in such a short time frame. Reference report: mw5157004.